Event description:
It was reported balloon burst after second inflation during percutaneous transluminal angioplasty procedure of shunt. Resistance was encountered removing balloon catheter through graft. Second puncture site was made and snare was used to hold distal end of balloon while proximal end of balloon catheter was cut at skin site. Both segments were then successfully removed without any pt complications. Procedure was successfully completed with this balloon. This device was received, evaluated and retained by this MFR. Engineering eval indicated catheter was returned in two pieces along with snare and introducer sheath. Distal portion of catheter shaft was 4.2 centimeters long and kinked 7 millimeters from tip. Balloon exhibited circumferential tear. All balloon material was present. Catheter shaft at both break points was elongated and slightly rough. Balloon rupture or balloon leakage is anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with exertion against resistance, elongated shaft, and it was indicated resistance was encountered removing this balloon catheter through the graft. Co believes above factors contributed to this event. Co's directions for use state: "courier balloon dilatation catheters should be used with caution for procedures involving calcified lesions or synthetic vascular grafts due to abrasive nature of these lesions... If loss of pressure within balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate balloon. Do not reinflate and remove carefully."